Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules, or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens, or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and skin reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 250cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) and a skin reaction on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.